Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of post-paced t-wave oversensing were noted. Technical support was contacted and the device was reprogrammed successfully. The patient was in stable condition.